Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the forceps elevator and the suction, the instrument, the air/water channels of the device. The testing result cleared the (B)(6) guideline. In addition, (B)(4) confirmed the followings in the evaluation of the subject device. The adhesive part on the bending rubber of the subject device was worn out omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing for positive at three consecutive times by the user facility. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3 paa. There was no report of infection associated with this report.